Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an app crash alert occurred. Data was provided for evaluation. Data review confirmed the reported event of an app crash alert. The root cause was determined to be a structured query language (sql) error. No additional patient or event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.